Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. It was reported that the calcar reamed over a 16 was then unable to fit the neck to trial. All available evidence was reviewed. Based on the photo evidence provided, complaint was confirmed. A review of the provided photographic images identified scratches on the broach's post upper lip curvature, making the surface rough for assembling. Neck trail should slide smoothly onto the broach. The potential cause can be attributed to normal use. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot :a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broached using corail 8-16 calcar reamed over a 16. Was then unable to fit the neck to trial. As reported by scrub nurse. There was a surgical delay of unknown length.